Event description:
It was reported that during a bill rotgh ii procedure, the device cut, but did not form staples. The procedure was completed by hand-suturing and firing the same device again successfully. There was no patient consequence.